Event description:
It was reported that noise was observed on several egms. Slight noise was recreated with device manipulation. The lead was capped and replaced.

Manufacturer narrative:
Na

Manufacturer narrative:
(B)(4).

Event description:
New information received states that the previously capped lead was noted to be fractured.